Manufacturer narrative:
(B) (4)

Event description:
Procedure: lap esophagectomy. According to the reporter, the surgeon could not remove the stapler after firing. Eventually, the surgeon was able to use a gastro-scope and found only half of the staples had been placed. Only one donut was produced during firing. The surgeon placed suture through thoracoscopy. The hole was over-sewed. Pt status ok. It is unk as to whether the anvil tilted prior to firing. The procedure was converted to a thoracoscopy, involving three additional 1 cm incisions in the chest. The procedure was extended approx three hours (initial assessment through gastroscopy and the prone position for thoracoscopy for closure of the defect). There was tissue damage, as a liner tear about 7 cm on the conduit occurred as the gun was retrieved.